Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels amd was unable to calibrate the insulin pump. The blood glucose reading was 461 mg/dl. The customer stated that he treated with a bolus; he said knew that the cause of high blood glucose was consumption of cereal and other treats for breakfast. He also noted that when he hit the esc button, the device notified "overdue." Advised the customer that calibration cannot be done with blood glucose readings over 400 mg/dl. Nothing further reported.